Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "low audio" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker had low audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.